Manufacturer narrative:
(B)(4) - (insufficient roll-off). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05605 addresses the other device. It was reported to boston scientific corp that an rf 3000 radiofrequency generator and a leveen coaccess electrode were used during a lung rfa procedure (patient over 18 years old). According to the complainant, the procedure was to begin with the generator power set to 50 watts. However, roll-off occurred prior to reaching the 50 watts. The console was reset, but at 20 watts, maximum roll-off was received. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.